Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company, concerns male pt, age not provided. The pt was taking unspecified medication, via humapen ergo burgundy/clear pen body (hp ergo burgundy/clear), lot 0603a04, with clear cartridge holder, for unk indication, beginning on date not provided. The reporter noticed that the cartridge holder was cracked. The spring arms were intact but both of the engagement tabs were broken. The injection screw did not move. This hp ergo burgundy/clear is associated with another device. It was unk who was the operator of the device. The operator of the device was trained by the physician. The reporter noticed that the pt had used the hp ergo burgundy/clear for approximately five months. It was unk for how long the pt had used the device model. The hp ergo burgundy/clear was returned to the company. It was unk if the hp ergo burgundy/clear was switched to a new device. Attempt to follow up. Update on 26-jun-2007: the initial receipt dates for two cases were entered incorrectly, and regulatory reports scheduled before it could be amended. Therefore, cases will be deleted from database. All info from cases have been transferred to this case.

Manufacturer narrative:
Investigation in progress.